Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose on (B)(6) 2017 at 5pm with blood glucose of over 600 mg/dl, patient's current bg: 129 mg/dl and at hospital up in the 700 mg/dl range. Customer blood glucose value during hospitalization was 585 mg/dl. Customer discharged monday afternoon. Customer was hospitalized for 3 days. The customer didn't wear the insulin pump during the hospitalization. Customer was off the pump less than 48 hour prior to hospitalization. Customer is not calling back to perform an hp test . The insulin pump will not be returned for analysis.